Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 183440, vngd cr tib brg 10x71/75, lot number unknown; 141224, biomet cc I-beam tray 75mm, lot number unknown; item number unknown, biomet arcom 3 peg/post, lot number unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07557; 0001825034 - 2018 - 07559; 0001825034 - 2018 - 07560. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an I&d due to wound drainage 7 days post implantation.